Event description:
There was a "crack on the internal branch of the catheter (lower part above the cap) which led to blood leaks during the session." The adapter was changed and catheter remains in the pt.